Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose level was 47 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. In addition, the customer experienced a low blood glucose (bg) level of 47 mg/dl; cause was unknown. The customer reportedly, the customer consumed carbohydrates to address bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B1, b2, b5, h1, h6 health effect impact code 2199- remove, h6 health effect clinical code 4582- remove, h6 health effect impact code 1912- added, h6 health effect clinical code 4613- added.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.